Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches or damage on the display, rainbow effect, hard to read, received multiple errors, buttons not always respond when first pressed. Insulin pump had rejected new batteries, unusual noises different from the normal rewind noises, insulin pump had to rewind more than once for complete rewind, rewind was slower. No harm requiring medical intervention was reported. Customer was declined troubleshooting. The insulin pump will not be returned for analysis.